Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported that after 9 months dental implant was installed in intraoral region 9#, its non-osseointegration was observed. In addition, 10ncm of primary stability was achieved, the patient presented bone type iii and immediate implant procedure was performed.